Manufacturer narrative:
The suspect device has been returned to olympus for evaluation and the investigation is in process. Olympus technical support instructed the customer to reboot the device which did not resolve the issue. The olympus service center was unable to confirm the reported issue. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results.

Event description:
It was reported to olympus, when preparing the device for use, a b30 error message appeared after plugging in the cysto-nephro videoscope to the video processor and light source device. This occurs with other scopes. No patient involvement.

Event description:
The problem was first identified prior to the beginning of the procedure. The intended procedure was completed using the same olympus, model cv-170, video system center but using a different cystoscope. The intended procedure was a diagnostic cystoscopy. No other devices were involved in the event. There was no procedural delay. There was no patient injury that occurred, associated with the event.

Manufacturer narrative:
This supplemental report is submitted to provide the results of the legal manufacturer¿s investigation, device evaluation and additional event related information. Updates to sections b5, d9, d10, e2, e3, g2, h4 and h6. The suspect device was returned to olympus and evaluated. The reported problem could not be duplicated or confirmed. The video image and video connector were verified to function as intended with no "b30" errors generated during testing. The device history record for the subject device was reviewed and it was verified the device was manufactured in accordance with documented specifications. The legal manufacturer performed an investigation. A definitive root cause was not identified. Based on the results of the device evaluation and the available information, the investigation determined the likely cause of the reported event was connection of the video connector to the video connector receiver while not sufficiently dried, resulting in communication failure.